Event description:
Device 1 of 3. Reference MFR report #s: 1627487-2011-05239 and 05240. The pt received his scs system on (B)(6) 2010 with two percutaneous leads. It was reported that the pt fell out of bed and on the ipg. The ipg site became sore and he began losing stimulation gradually. Reprogramming was attempted to regain stimulation but was unsuccessful. X-rays were taken and one of the leads appeared to be fractured. As a result, the lead was explanted and replaced. The doctor also repositioned the ipg. The lead was kept by the facility and will not be returned to sjm.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.